Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was no label or missing label information. This event occurred 75 times. The following information was provided by the initial reporter. The customer stated: "after opening the package, the blood collection tube has no label."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-02-21 h.6. Investigation summary: bd received 153 samples and 4 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed, and the issue of missing label was observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was no label or missing label information. This event occurred 75 times. The following information was provided by the initial reporter. The customer stated: "after opening the package, the blood collection tube has no label."